Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative determined the root cause to be due to a failed main printed circuit board. A replacement component has been ordered in order to complete the repair. Upon completion of the investigation or in the event additional information becomes available a follow-up report will be submitted.

Event description:
The customer stated that this unit has been sitting in the shop and it is showing motor fault. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the field service representative replaced the main printed circuit board and power supply and sent them to the failure analysis lab for further review where the components were evaluated. The main printed circuit board was evaluated and found to be working as expected. The power supply was evaluated and a damaged fuse was found causing a charge error resulting in a motor fault.